Event description:
According to the reporter, during a pulmonary resection, the shipping wedge broke. There was no patient injury.

Manufacturer narrative:
D10 concomitant medical products: sig30ctav, tri 2.0 sig30ctav 30 CT vsclr 12mm, (lot# unknown) sig45ctamt, tri 2.0 sig45ctamt 45 CT med thk 12mm, (lot# unknown) sig60ctamt, tri 2.0 sig60ctamt 60 CT med thk 12mm, (lot# unknown) egia60amt, egia60amt egia 60 artic med thick sulu, (lot# unknown) sig30ctav, tri 2.0 sig30ctav 30 CT vsclr 12mm, (lot# unknown) sig30ctav, tri 2.0 sig30ctav 30 CT vsclr 12mm, (lot# unknown) sig45ctamt, tri 2.0 sig45ctamt 45 CT med thk 12mm, (lot# unknown) sig45ctamt, tri 2.0 sig45ctamt 45 CT med thk 12mm, (lot# unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a pulmonary resection, two out of the three small pieces came out in the form of splinters near the protrusion of the yellow tab, and were taken with forceps. There was no patient injury.

Manufacturer narrative:
Additional information: g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the one damaged yellow part and one shipping wedge were received. The reload was fully fired and the interlock was engaged. The jaw of the reload was open. Damage was found on the shipping wedge. Functional testing found that the reload was loaded into a representative handle. The interlock was overridden and the reload was applied to test media. Test media was transected. The reload interlock was tested and found to function properly. It was reported that the shipping wedge broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur if the shipping wedge pull tab is pulled in a lateral fashion towards the distal end of the sulu channel rather than away from the channel, or if the loading unit is clamped prior to removal of the yellow shipping wedge. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: instructions for proper loading or reload. Clearly states instructions for proper use of stapler. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.